Event description:
Site reported on (B)(4) 2013, a pneumothorax post superdimension procedure. The pt's pneumothorax was confirmed by chest x-ray after the case. Pt rec'd a left chest tube and was hospitalized for two days then discharged. A f/u x-ray on (B)(6) 2013, confirmed complete resolution of the pneumothorax.

Manufacturer narrative:
The site returned procedure recordings, a component of the superdimension system for eval. The recordings are still under eval. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or a CT-guided percutaneous biopsy.